Event description:
During routine wound debridement. Pt had area that continue to bleed despite pressure being applied. Area was cauterized. Flame shot out and caught fire to nurse's sleeve of gown. Gauze and pt's wound and periwound. All was immediately extinguished and ice applied.